Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was not reported. On an unreported date, the patient was treated with unspecified treatment (further details not reported) for peritonitis. The patient was reported to have responded well to treatment and had recovered from the peritonitis. The action taken with pd therapy was not reported. No additional information is available.